Event description:
A diabetes nurse reported that a patient was admitted to hospital due to diabetic ketoacidosis. Patient was using an innovo device. No further information has been provided, but has been requested.

Event description:
The pt was on a basal/bolus insulin regimen, however, the type of insulins used are unknown. The pt report that her pen was clicking and sticking and pt did not think pt was receiving pt insulin.

Event description:
Diabetic ketoacidosis[ketosis] case description: a diabetes nurse reported that a woman was admitted to hosp due to diabetic ketoacidosis. She was using an innovo device. No further info has been provided, but has been requested.